Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Soft fault- 13 1033 149 there was no patient involvement bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8120 (sn: (B)(4)) alarming "calibration required" even though they just calibrated the unit. Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: calibration. Case resolution: - recommended the customer once again perform the calibration, along with the accuracy test that follows. - then informed the customer to then perform the preventative maintenance without disconnecting the unit. - if issue does not clear, recommended reflashing the software. - if issue persists, recommended sending in for repair. - customer will move forward with my recommendations. (B)(4).